Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The lead insulation was extrinsically kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damage because the pin on tool was clipped on the lead body, not on the pin. The helix could not be rotated because it was clipped in the wrong position. It should be clipped on the is-1 pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported before implant that the right atrial (ra) lead took an excessive number of turns for the helix to extend and the helix would only partially extend. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.